Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported that an intra-operative guidance system provided inconsistent cylinder power reading on a patient's left eye. Preoperative cylinder was calling for a toric three (t3) intraocular lens (iol) and the aphakic captures a monofocal iol suggestion. T3 was implanted and the no rotation required shows residual cylinder approximately along the same axis. Preoperative plan was on target and if the advice from the system's aphakic read was applied then the patient would have been left with uncorrected astigmatism. Patient's have been skipping the massage and use of honan balloon prior to surgery is being used instead.

Manufacturer narrative:
The returned equipment sample was received. However, the condition of the samples was not representative of the condition it was in, during customer use. Thus, the customer reported event is not able to be confirmed per sample evaluation, and the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the clinical application specialist (cas) provided support to the surgeon to support optimization and additional training. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).